Event description:
It was reported that a theatre administration set was contaminated. The contamination was described as an insect inside one of the fluid sets. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a loose particle (potentially an insect) present in the chamber; however, it was not possible to confirm the material/composition of the particle from the photograph. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.